Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic, where a high voltage therapy test was performed in preparation for a generator change. The test failed as the right ventricular lead displayed low, out of range high voltage impedance. The patient's generator was deactivated until the replacement procedure could take place. The patient was stable.